Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an internal battery error occurred on a trilogy 100 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an internal battery error occurred on a trilogy 100 device. There was no harm or injury reported. The device was returned to the manufacturers service center for evaluation. During evaluation, error code e-193 "internal battery fail" was observed. The internal battery was replaced to resolve the issue. The customer requested no additional repairs to the unit.